Manufacturer narrative:
(B)(4). Additional information was requested and the following was obtained: in what procedure was the device used? Tbc. What were the indications for surgery? Cancer. What was the healthcare professional¿s experience with the device? Very good. Where in the green gap setting scale was the indicator located prior to firing? Yes. Did the surgeon confirm a complete cutting of the washer? He heard audile snap. Did the surgeon confirm complete proximal and distal donuts? Donuts were not complete. Describe what ¿not formed¿ across a quarter circle means. Please clarify the shape. Anatomically, in what quarter of the staple line were there issues noted? Were staples present in the area where issues were noted? What is the current patient status? Doing well with ileostomy bag. Photographic analysis: one picture was provided. Picture received shows tissue with a staple line, it appears to be not complete. Based on the photo alone the event describe is confirmed.

Manufacturer narrative:
(B)(4). The device history records were reviewed and the manufacturing criteria were met prior to the release of this lot. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. In what procedure was the device used? What were the indications for surgery? What was the healthcare professional¿s experience with the device? Where in the green gap setting scale was the indicator located prior to firing? Did the surgeon confirm a complete cutting of the washer? Did the surgeon confirm complete proximal and distal donuts? Describe what ¿not formed¿ across a quarter circle means. Please clarify the shape. Anatomically, in what quarter of the staple line were there issues noted? Were staples present in the area where issues were noted? What is the current patient status?

Event description:
It was reported that during an unknown procedure, all steps were followed to fire the device. Staples had not formed across a quarter of the circle, therefore the anastomosis had to be taken down and they could not continue with the end to end anastomosis. They had to perform a permanent ileostomy bag.